Event description:
A patient reported they were unable to give correct dosage of insulin due to their one touch basic only prompting "blood reading as control" prompts. Patient had no symptoms. There was no result on their meter. There were no other results from any other meters. Patient recieved no treatment. No further information has been reported.